Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported that in (B)(6) 2016 the patient had medical issues and presented to the emergency room twice and then to the hospital for a week. The patient¿s preexisting pain escalated. The healthcare professional increased the dilaudid and it coincided with the patient getting severe constipation and gastrointestinal issues. The pain was spiking and could not be controlled anymore. The patient was waiting for surgery. Due to the pain, the patient planned to have a stimulator implanted on the left side in the buttock area. The patient had a wound from abrasions caused by friction in the rear in late (B)(6) 2016. The patient had to cancel the original surgery because of the wound needing to heal. The patient will have surgery for a stimulator implant once the wound healed. The patient was transferred to rehabilitation on (B)(6) 2016 and was currently in the rehabilitation center.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.